Event description:
It was reported that a second sample was received by the complaint lab for MDR 9680794-2013-00075. The tip of the ptd device was separated. Complaint management contacted the sales rep who submitted the previous report and she knew nothing about a second incident. In turn, complaint management contacted the hospital for further information. Through the course of several messages and phone conversations the clinician is unaware of any other incidents occurring with the ptd device and has asked additional colleges who had no information. No additional information is available.

Manufacturer narrative:
(B)(4).